Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. MRI technician reported patient's device is not working. MRI technician had no additional event information. Patient needing MRI. There no patient complications are anticipated or expected as a result of this event.